Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that an inrush resistor was installed in the viewing station of the imaging system due to the fuses opening consistently. It was reported that spare fuses were left in the viewing station of the imaging system as a precaution. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system powered down while being transported. It was reported that the viewing station of the imaging system would not power back on. The site reported that they replaced fuses within the imaging system to restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.